Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative .

Event description:
It was reported that there was an over infusion of an unspecified medication. The medication was intended to infuse over one (1) hour, however it was found to have infused within 30 minutes. There was patient involvement, but the outcome was unknown. Although requested, the customer indicated they were not able to provide additional details.

Event description:
It was reported that there was an over infusion of an unspecified medication. The medication was intended to infuse over one (1) hour, however it was found to have infused within 30 minutes. There was patient involvement, but the outcome was unknown. Although requested, the customer indicated they were not able to provide additional details.

Manufacturer narrative:
Correction : manufacturer has performed investigation on the returned devices, and it was determined that 8015 s/n 14445143 was a concomitant device. Please refer to MFR report # 2016493-2024-24526 and 2016493-2024-24857 for the report on suspects devices.